Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 07-apr-2026. The return reason of oxygen error is confirmed since compressor fail due to low flow and high power due to bad piston seals; open valve plate flapper; debris under flapper of valve plate and piston; and bad housing bearing.

Event description:
It was reported that the patient's unit had a low oxygen error message and was not outputting enough oxygen. As a result, the patient had to be hospitalized as they did not have another source of oxygen with them. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.